Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data revealed unexplained pump reboots had occurred. During a visual inspection of the pump, no damage was found to the battery compartment. No moisture or corrosion was observed in the battery compartment. The battery cap returned was not returned; a test cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.